Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high impedance and intermittent capture. Patient experienced some symptoms of bradycardia. It was noted that the lead had no noise. No further information was reported.